Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The complaint device remains under the custody of the hospital's risk management department. To date, despite request, the device has not been returned to edwards lifesciences for evaluation. If the device is obtained, a follow-up will be submitted with results of the evaluation. Without the device back for evaluation, functional testing and dimensional analysis were unable to be completed and therefore, the exact root cause of the event is unable to be determined. However, the photographs of the device that were provided confirmed the reported balloon burst. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (19.6 x 25.7mm annulus diameter with moderate calcification) in combination with an oversized balloon (nominal inflation volume is 17 ml) likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00653.

Event description:
During a subclavian tavr procedure, the novaflex+ (nf+) delivery system balloon burst during deployment. There was no consequence to the patient. Bav was performed without difficulties. A nf+ delivery system with the 23mm sapien xt valve was prepped with 1 extra cc of contrast solution added to the balloon, (for a total of 18cc in the atrion syringe) and advanced without issues. During deployment, the nf+ balloon ruptured upon full expansion of the valve. The sapien xt valve was fully deployed 50:50 aortic/ventricular position with trace paravalvular leak (pvl). Post op tee revealed mild pvl and no central leak. The nf+ delivery system was removed without difficulties. Upon inspection it was observed that the balloon was split in a straight line along the long vertical axis of the balloon, but was complete. No further intervention was required. The patient was noted to be in stable condition at the end of the procedure. The aortic annulus diameter measured 19.6 x 25.7 mm by CT, with moderate leaflet calcification.